Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical generator was used during a cautery procedure. According to the complaint, the unit was "not burning [cauterizing] at the correct setting." They "swapped the unit" with another generator and the "issue was resolved." No patient complications were reported. Additional information received on april 30, 2009 revealed a different scenario: according to the complainant, during the procedure the endostat was being used in conjunction with a radial jaw hot biopsy forceps (boston scientific product, see MFR report # 3005099803-2009-02578). "The generator was set at the setting of 12; however, there was very little burn. The setting was increased to 15 and still there was little burning. The polyp began bleeding more than usual. The physician changed out the generator to an endostat iii generator" and used a gold probe hemostasis catheter to successfully complete the procedure. Later that night, the patient presented with pain in the abdomen. The physician diagnosed a colonic perforation and performed emergency surgery. Post surgery, the patient was reported to be fine and has since been discharged from the hospital. The cause of the perforation (malfunction of the first generator, the biopsy forceps, or the gold probe device) was not determined. Note: MFR report # 3005099803-2009-02578 addresses the radial jaw hot biopsy forceps device and MFR. Report # 3005099803-2009-02573 addresses the endostat ii generator, and MFR. Report # 3005099803-2009-02608 addresses the endostat iii generator.

Manufacturer narrative:
The device lot number is unknown. Therefore, the device manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.